Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7, -10.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced in a second surgery with a shorter length lens due to excessive vault on (B)(6)2022. This resolved the problem.

Manufacturer narrative:
Pt info. :unknown. This product is not marketed in the us. Claim# (B)(4).